Event description:
It was reported that the insulin pump had physical damage. Customer stated there were cracks near battery compartment and cracks around the display window. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. W, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).